Event description:
It was reported that the patient had his aus device replaced due to cuff erosion. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Balloon: catalog: 72400024, serial number: (B)(4), exp. 12/14/2016, mfg. 12/2011. Pump: catalog 72404127, serial number (B)(4), exp. 01/13/2013, mfg. 01/2012. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.